Event description:
Stent found to be removed from the balloon when removing the stent catheter from the patient. The stent was found in the tuohy attached to the guide catheter. Stent was retrieved without any harm to patient. Patient monitored for adverse effects - no harm to patient. Whole stent was able to be removed from patient.